Event description:
It was reported a seroma occurred and that the patient¿s pump was ¿pretty loose¿ in the pocket. At the patient¿s last refill, the health care provider (hcp) had some serous fluid coming out when the pump was refill. The hcp got a new needle and was able to aspirate over one milliliter from the pocket. The patient was sent home; the next day, it was reported that the fluid area was larger and squishier. It was reported there was no loss of therapy or spinal headache. A catheter dye study was performed and no issues were seen. During the dye study, the radiologist stuck the patient multiple times to access the port and it was reported the patient was dripping fluid at the stick sites. It was reported there was no blood and that the patient had had no trauma, bumps, falls or irritants over the pump. It was also reported there had been no issues with the pump. It was reported the patient¿s hcp had advised the patient to use a heating pad. The device system was used to administer lioresal. It was later reported the patient¿s hcp planned to recommend an abdominal binder and monitoring of the pocket. Because the patient had not experienced any cerebrospinal fluid (csf) leakage symptoms nor any withdrawal, it was not believed that testing the aspirate would find anything. It was noted especially since csf and sera both contained glucose. It was noted the patient¿s therapy was effective. It was later reported the cause of the event was unknown; just a seroma over the pump. There was no history of trauma. A pump study and catheter dye study were completed and no malfunction was noted. The abdominal binder application showed good results. It was reported there was possible trauma to the pump area with transfer from chair and it was noted this was resolving.

Manufacturer narrative:
Product ID: 8711, lot# j11474r18, implanted: (B)(6) 2003, product type: catheter. (B)(4).